Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product biopolar dissecting scissor. The incident occurred on or about (B)(6) 2019. It was reported as coating was chipping off the scissors while they were in use. This incident did occur in surgery. This incident did not cause or contribute to serious injury or death. The procedure as a mass removal- deep tissue. Per the submission, there was no additional intervention required. There was no patient harm. This incident did cause a 5-10 minute delay in surgery. Additional information was not provided nor available. The adverse malfunctions filed under aag reference. (B)(4).

Manufacturer narrative:
Investigation results: the pair of scissors is used and the ceramic blade is damaged. Investigation was carried out visually and microscopically. The ceramic blade is fractured, the fragments are not available for investigation. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. The damage of the ceramic was most likely caused by an overload situation, e.g. Torsion or leverage during application. In order to avoid damage to the working tips and the ceramic part, the instructions for use (IFU) must be observed. Excerpt of the IFU: " [...] Damage to the working tips and ceramic parts due to incorrect handling! Apply caution when using the instrument. Do not apply excessive force. Do not try to cut or remove any clamps or clips. Protect the instrument against knocks and impacts. Transport and reprocess the instrument only in the ceramic protector. Prior to each application, inspect the ceramic insulation of the instrument for missing parts and/or cracks. [...]" A CAPA was not initiated.